Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a gradual rise in shock impedance measurements from 100 to 145 ohms. No impedance measurements were observed to be out of range. Boston scientific technical services provided troubleshooting options to the field. Subsequently, the electrode was explanted and replaced. The field representative noted the electrode was calcified. The lead is expected to be returned. No additional adverse patient effects were reported.